Manufacturer narrative:
A limited investigation was able to be performed with no results able to be obtained.

Event description:
The patient received internal hardware and suture anchors during procedure. The surgeon utilized an external fixiation due to patient's size and concern for patient compliance. 2 weeks post-op the surgeon identified 2 of the external fixation wires were broken.